Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal duramorph (unknown concentration and dose) via an implantable pump for spine/back and malignant pain. It was reported that the patient missed a refill due to her managing physician leaving the practice and the patient not getting a new managing physician. The patient was now being seen by a new doctor and they wanted to program the pump off due to a suspected pump or catheter issue and empty reservoir.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 25-feb-2022, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 07-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: on (B)(6) 2020 product type catheter. Product ID 8781 serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient was not feeling well, and his pump was beeping. The patient went to the doctor office and the doctor wanted to turn off the pump. The customer service contacted technical services to get an assistance shutting down. The customer service was not present with the patient or the nurse but spoke to the nurse over the phone.